Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:11. This condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative did not know if there were any reports of patient involvement, patient injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). The device has not been previously sent into service for the reported condition of "undetermined service code". A device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. The root cause of the reported problem was determined to be air in line board out of calibration. Appropriate action was taken to correct the reported problem by recalibrating the air in line board. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.